Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. Fa found the primary failure of blade damage to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken. The blade broke roughly 0.24¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. A review of the site's complaint history revealed patient identifier (B)(6) as the original complaint. No image or video clip for the reported event was available for review. A review of the instrument log of the harmonic ace instrument (part# 480275-08 / lot# l90220102-0358) were last used on (B)(6) 2022 in a paraoesophageal hiatal hernia procedure via system sk5270. This is a single use instrument. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that a harmonic ace instrument was returned to cg labs under the wrong RMA. It was reported that a sales representative called in a complaint for a dvace45x. It was reported by the sales representative that during an unknown procedure, a harmonic ace instrument was attached to the robotic arm and would initiate or operate properly. The representative certifies that all information that are known/available has been disclosed. (Product code: dvace45x lot: 480275) on 28-apr-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated they provided any information available at the time. The customer had no other information. On 05-may-2022, isi contacted the customer and obtained the following information: the customer explained the harmonic ace instrument would not function after it was installed onto the xi system. The or staff reinstalled the instrument, but the issue persisted. The site completed the case as planned after swapping to another harmonic ace instrument with no reported patient injury. Patient information was requested, but unavailable. Additional follow-up is being performed to verify the event date and instrument part/serial numbers so the instrument could be returned for analysis. Furthermore, the customer explained they will obtain the harmonic ace instrument back from their ethicon representative and will contact intuitive customer service to process the instrument for return. On 10-jun-2022, isi contacted the customer and obtained the following information: the customer also stated that to their knowledge there were no pieces missing from the device after removal and the instrument did not function properly.